Manufacturer narrative:
Patient codes: device codes: (B)(4). Evaluation summary: the device was returned for evaluation. The reported faulty device was confirmed. Based on visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that prior to a transcatheter endovascular aortic repair (tevar) procedure, pre-close placement of the sutures was attempted of the common femoral artery using two perclose proglide devices. Reportedly, the devices were faulty. It was not provided how hemostasis was achieved. The procedure was performed under general anesthesia, which was not changed due to the device issue. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The physician was reported to be trained in the use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow-up will be submitted with all relevant information. The other perclose proglide device, referenced is filed under a separate medwatch manufacturer report number.